Event description:
It was reported by the lead cvt at the health care facility that: "patient underwent elective lad pci non stemi. The patient passed away in the recovery area 1 hour post pci completion. During the procedure the lad was wired and pre dilated with a standard ptca in the standard fashion without issue. Some calcium noted on the inferior side on the lad. No action was taken to debulk calcium prior to ptca. Ballon was removed without issue, followed by a 4.0 x 24 des, des was deployed without issue, post dilation was needed so a 4.5 x 16 mm non compliant balloon was used, post removal of the post dilation balloon, an ellis class ii perforation was noted in the mid segment of the new stent. A 4.0 x 20 mm ringer balloon was advanced otw and positioned. The standard fashion, extravasation was still noted, md withdrew the 4.0 x 20 mm ringer without issue and placed a 4.5 x 20 mm ringer in its place, extravasation still noted but down to an ellis I grade, balloon left up for approx 30 mins, echo showed no signs of pericardial effusion and hemodynamically stable, decision was made to transfer the patient to the holding area for observation, approximately 1 hour post arrival to the recovery area the patient needed acls, CPR was initiated and echo showed major pericardial effusion, physicians were unable to make a window and drain, patient passed without rosc after 30 mins. The ringer and all other devices had been removed prior to the patient passing."

Manufacturer narrative:
(B)(4)

Event description:
It was reported by the lead cvt at the health care facility that: "patient underwent elective lad pci non stemi. The patient passed away in the recovery area 1 hour post pci completion. During the procedure the lad was wired and pre dilated with a standard ptca in the standard fashion without issue. Some calcium noted on the inferior side on the lad. No action was taken to debulk calcium prior to ptca. Ballon was removed without issue, followed by a 4.0 x 24 des, des was deployed without issue, post dilation was needed so a 4.5 x 16 mm non compliant balloon was used, post removal of the post dilation balloon, an ellis class ii perforation was noted in the mid segment of the new stent. A 4.0 x 20 mm ringer balloon was advanced otw and positioned. The standard fashion, extravasation was still noted, md withdrew the 4.0 x 20 mm ringer without issue and placed a 4.5 x 20 mm ringer in its place, extravasation still noted but down to an ellis I grade, balloon left up for approx 30 mins, echo showed no signs of pericardial effusion and hemodynamically stable, decision was made to transfer the patient to the holding area for observation, approximately 1 hour post arrival to the recovery area the patient needed acls, CPR was initiated and echo showed major pericardial effusion, physicians were unable to make a window and drain, patient passed without rosc after 30 mins. The ringer and all other devices had been removed prior to the patient passing."

Manufacturer narrative:
(B)(4). The information reported to teleflex about the event was reviewed. No unit was returned for evaluation. A device history record review could not be performed, as a lot number was not reported. The IFU for the ringer products indicate that the "ringer perfusion balloon catheter is indicated for balloon dilatation of coronary artery or coronary bypass graft stenoses where the physician desires distal blood perfusion during balloon inflation for the purpose of improving myocardial perfusion." The IFU also includes the following precaution: "the ringer perfusion balloon catheter has not been evaluated for the management of dissections or perforations." Ringer was used off label. Also, the ringer and all devices were removed prior to patient passing in the recovery area. The information reported to teleflex did not include any evidence that either ringer malfunctioned or that the reported death was causally related to either ringer. Teleflex will continue to monitor and trend for reports of this nature.